Event description:
The nurse reported the phaco handpiece primed and tuned with no problems. The surgeon attempted to phaco, but the handpiece would not phaco. The nurse called the company technical support specialist and he advised rebooting the system. The nurse rebooted and switched handpieces four times to no avail. They switched out the system and completed the case as planned. The following six cases were canceled because the surgeon wasn't comfortable with the new system. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The pcb was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).